Event description:
It was reported that a 980 ventilator generated a constant alarm. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se replaced the exhalation valve flow sensor (evq) and performed extended self-testing on the device and all tests passed.